Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired. The patient presented to the ER after losing consciousness. The patient's telemetry strip indicated that there was vt. No episodes were recorded on the device at the time of the episode, but it was later discovered that the patient received chest compressions and that the telemetry strip may have inappropriately detected vt. It was noted that the rv threshold was measured to be .75v at .5ms, but that the output was programmed to .25v at .5ms. The patient's pulse could not be palpated. The patient was intubated and monitored. Decreased r-waves, inadequate capture and vt were all due to poor patient health. The patient's magnesium levels were low. The device function was believed to be normal. The patient expired shortly after the event and the death was not related.